Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii video system center display black image with purple vertical lines after a 180 series scope was plugged into the device via a maj-1430 video cable. The customer attempted a 190 series scope without issue. The event occurred during a diagnostic bronchoscopy procedure and a similar device was used to complete the operation. During a standard service inspection of the customer returned device, a printed circuit board failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty patient board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.